Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of ble unavailable on the implanted device was confirmed. The information provided was reviewed by engineering and determined that the device was only advertising once every 2 hours, where it is supposed to be advertising once every minute, resulting in the connectivity issue. The root cause of the two-hour advertisement was due to the programmer exiting the device ship setting inappropriately.

Event description:
New information received indicates that the remote monitoring was turned off and bluetooth advertising frequency was still in shipped settings. Adjustments were made and remote monitoring was programmed on. No patient consequences were reported.